Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device is alarming for low battery while plugged in to power. There was no information on patient involvement. Although requested, the customer declined to provide additional details.